Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applying issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer's reported issue. Failure analysis also found an additional observation not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The probable root cause of severely bent grips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This complaint is considered a reportable malfunction due to the following conclusion: the reported complaint of clip applying issue was confirmed by failure analysis. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was unable to close and would not clamp. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon was in the process of applying the clip. The instrument was swapped for a backup and the procedure was continued with no further issues. There was no injury or harm to the patient. There are no photos or videos available for review.